Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on right ventricular lead. The tachy therapy was disabled and the patient was referred to another physician. Lead was capped and replaced on (B)(6) 2019. Patient was stable during and after the procedure.